Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: bmw. Guide cath: ebu 3,5 6f. Sheath: radial 6f. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending artery. The patient presented with an acute myocardial infarction. Pre-dilatation was not performed. The thrombus was first aspirated and then a 3.5x18mm implant delivery system was prepped. However, there was difficulty removing the protective sheath as it appeared stuck on the implant. Force was applied and the sheath removed. The system was then advanced on a balance middleweight (bmw) guide wire without any resistance noted; however, the balloon failed to inflate despite several attempts. As the system was withdrawn, resistance was met when trying to pull back the implant into the guiding catheter tip. The delivery system and guiding catheter were retracted together. When the devices reached the radial 6f introducer sheath, force was applied at which time the distal shaft of the delivery system separated. The 6f introducer sheath was then changed to an 8f introducer sheath and the separated portion was removed. Using a femoral access, a drug eluting stent was successfully implanted in the target lesion. There were no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for evaluation. The shaft separation was confirmed. The reported failure to inflate, resistance with the guiding catheter and unstable stent were not tested/confirmed due to the condition of the returned device. The resistance met with the protective sheath and introducer sheath was not tested due to the sheaths not being returned. A review of the returned cine of the procedure noted that there was attempted delivery of delivery system to the left anterior descending (lad) via radial access resulted in partial dislodgement of the implant. The delivery system was able to be retracted, but fractured with a portion of the catheter remaining in the forearm. The guide catheter and introducer sheath were removed and replaced with a larger internal diameter sheath and the catheter fragment and implant were successfully removed. There was successful metallic stent deployment to the proximal lad via femoral access. It should be noted that the instructions for use (IFU) states: prior to removal of the packaging mandrel (inserted into the distal tip of the catheter), carefully slide the yellow outer sheath towards the distal flare, opening the longitudinal split on the inner sheath. Remove both sheath pieces and stylet from the delivery system. Special care should be taken to avoid handling the implant. Do not use if sheath cannot be removed as indicated. Based on visual and cine analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however, the reported failure to inflate, resistance met with the guiding catheter and introducer sheath, implant movement and shaft separation appear to be related to the circumstance of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Cine review by an abbott vascular clinical specialist revealed that the implant was moving on the balloon and partially dislodged.